Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result on an alinity c processing module. The following data was provided (customer¿s reference range is 135-145 mmol/l):sample ID (B)(6) initial result, on 12nov, was 101, and repeat result was 136 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on the alinity c, serial number (B)(6). Through an extensive investigation, the fsr found the cable, ict to ict preampsyr, part number c-35016756-01, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant sodium results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.